Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.8, reference: 5.6, mean: 3.70, confidence limits: 2.5-5.3. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values fall outside the limits. Criteria is not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Inr results such as 1.4, and 1.3 inr were excluded from comparison test because, time between tests exceeded three hours. Three hours is considered a reasonable length of time between two readings in order for the comparison to be valid. There is a high possibility that the discrepancies are due to changes in the status of the patient. It was revealed that the patient went to the hospital due to a nosebleed that would not stop. The patient was also given vitamin e while at the hospital. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of strip lot 216973 are within the allowable bias. No discrepant results were produced on returned and in-house meters. These meet the above criteria. No further action is required. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab.